Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), ovarian cyst ("ovarian cysts") and procedural haemorrhage ("loss of blood - monitored patient for any abnormality after surgery") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included uterine bleeding, ovarian cyst, dysfunctional uterine bleeding, constipation, hypertension, skin irritation, amenorrhea, gastritis, gastroduodenitis, corpus luteum cyst and pain right upper quadrant. Concomitant products included intrauterine contraceptive device (iud nos) since 2009 for birth control as well as anovlar (loestrin), ibuprofen (ibuprofene), lisinopril, medroxyprogesterone (depo provera) from (B)(6) 2014, norethisterone (jolivette-28), oral contraceptive nos since (B)(6) 2014, promethazine, ranitidine, ranitidine hydrochloride (zantac) and solpadeine (tylenol 1). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 7 months 23 days after insertion of essure, the patient experienced device expulsion ("expulsion of essure device / essure came out/ one of the springs came out"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), procedural haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping"), abdominal pain lower ("severe abdominal cramping/lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/abnormal menstruation"), abdominal distension ("severe bloating"), migraine ("migraines"), headache ("headaches"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), fatigue ("chronic fatigue"), constipation ("constipation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("urinary tract infection"), blood pressure increased ("elevated blood pressure"), adnexa uteri pain ("ovary pain"), vulvovaginal pain ("pain inside the vagina"), abdominal pain ("abdominal pain"), coccydynia ("tail bone pain"), vaginal infection ("infection (vaginal)") and cystitis ("infection (bladder)"). The patient was treated with surgery (on (B)(6) 2016 salpingectomy (bilateral removal of fallopian tubes)) and surgery (d&o ovarian cystectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, back pain and uterine pain had resolved, the ovarian cyst, procedural haemorrhage, dysmenorrhoea, arthralgia, abdominal distension, headache, dyspareunia, fatigue, constipation, urinary tract infection, blood pressure increased, device expulsion, vaginal infection and cystitis outcome was unknown and the menorrhagia, migraine, vaginal haemorrhage, adnexa uteri pain, vulvovaginal pain, abdominal pain and coccydynia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, arthralgia, back pain, blood pressure increased, coccydynia, constipation, cystitis, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, procedural haemorrhage, urinary tract infection, uterine pain, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: plaintiff complained about these symptoms to her healthcare provider as well as multiple visits to the emergency room. Since her removal surgery, her symptoms have mostly resolved, though some remain. She has been forced to miss time from work. (B)(6) 2015:essure device expulse out from her body. (B)(6) 2015: tubal ligation. (B)(6) 2016: removal of both fallopian tubes. Most recent follow-up information incorporated above includes: on 11-jul-2018: pfs received: new events: vaginal infection, cystitis, post procedural haemorrhage added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and ovarian cyst ("ovarian cysts") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". Concomitant products included intrauterine contraceptive device (iud nos) since 2009 for birth control as well as ibuprofen (ibuprofene), lisinopril, medroxyprogesterone (depo provera) from (B)(6) 2014, norethisterone (jolivette-28), oral contraceptive nos since (B)(6) 2014, ranitidine and ranitidine hydrochloride (zantac). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 7 months 23 days after insertion of essure, the patient experienced device expulsion ("expulsion of essure device"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping"), abdominal pain lower ("severe abdominal cramping/lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/abnormal menstruation"), abdominal distension ("severe bloating"), migraine ("migraines"), headache ("headaches"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), fatigue ("chronic fatigue"), constipation ("constipation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("urinary tract infection"), blood pressure increased ("elevated blood pressure"), adnexa uteri pain ("ovary pain"), vulvovaginal pain ("pain inside the vagina"), abdominal pain ("abdominal pain") and coccydynia ("tail bone pain"). The patient was treated with surgery (on (B)(6) 2016 salpingectomy (bilateral removal of fallopian tubes)) and surgery (d&o ovarian cystectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, back pain and uterine pain had resolved, the ovarian cyst, dysmenorrhoea, arthralgia, abdominal distension, headache, dyspareunia, fatigue, constipation, urinary tract infection, blood pressure increased and device expulsion outcome was unknown and the menorrhagia, migraine, vaginal haemorrhage, adnexa uteri pain, vulvovaginal pain, abdominal pain and coccydynia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, arthralgia, back pain, blood pressure increased, coccydynia, constipation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, urinary tract infection, uterine pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: plaintiff complained about these symptoms to her healthcare provider as well as multiple visits to the emergency room. Since her removal surgery, her symptoms have mostly resolved, though some remain. She has been forced to miss time from work. (B)(6) 2015:essure device expulse out from her body. (B)(6) 2015: tubal ligation. (B)(6) 2016: removal of both fallopian tubes. Most recent follow-up information incorporated above includes: on 28-feb-2018: reporter information, patient details, product information, concomitant drugs, events- abnormal bleeding (vaginal), urinary tract infection, elevated blood pressure, expulsion of essure device, ovary pain, pain inside the vagina, tail bone pain, essure confirmation test(s) conducted, specify no incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain ("severe abdominal cramping"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation"), menstrual disorder ("abnormal menstruation"), ovarian cyst nos("ovarian cysts"), abdominal distension ("severe bloating"), migraine ("migraines"), headache ("headaches"), dyspareunia ("painful intercourse"), fatigue ("chronic fatigue") and constipation ("constipation"). The patient was treated with surgery (on (B)(6) 2016 plaintiff underwent a bilateral salpingectomy, both of her fallopian tubes were removed). At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, abdominal pain lower, back pain, arthralgia, uterine pain, menorrhagia, menstrual disorder, ovarian cyst nos, abdominal distension, migraine, headache, dyspareunia, fatigue and constipation outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, back pain, constipation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, ovarian cyst nos, pelvic pain and uterine pain to be related to essure. The reporter commented: plaintiff complained about these symptoms to her healthcare provider as well as multiple visits to the emergency room. Since her removal surgery, her symptoms have mostly resolved, though some remain. She has been forced to miss time from work. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.